Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off and would not come back on. A field service engineer (fse) identified that the control board for the half height cubie drawer 4.1 was preventing the station from booting properly. The component was tested and replaced the controller board, and afterward everything functioned correctly with no additional issues reported. Diagnostics confirmed that all systems were working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was powered off and would not power back on. The customer confirmed that the device was properly plugged in, but it remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.